Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon used the ultra handle with legacy reloads. He also used gore peri strips on each of the reloads. He used the stapler and the handle cracked. The staples deployed on one area of the staple line but not on the other part. The staples did not form. It is likely that the tissue was too thick for the 3.5mm load. The surgeon had to cut out the incomplete staple line and apply a new reload.

Manufacturer narrative:
(B)(4).